Manufacturer narrative:
Device evaluation revealed deposition in the inflow knitted graft. The deposition was adhered to the graft lumen and was partially obstructing the flow path. A root cause for the observed deposition could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 61 days to the onset of the initial infection. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed driveline drainage in (B)(6) 2014 and was treated empirically with ciprofloxacin and doxycycline multiple times. A positive driveline culture of (B)(6) was obtained on (B)(6) 2014. The patient reportedly became bacteremic in (B)(6) 2015 and had subsequent admissions off and on for repeat positive blood cultures. The patient was admitted again on (B)(6) 2015 for positive cultures, however, the infections were unable to be cleared due to the extent of the infection around the pump and pocket and developing resistance to antibiotics. The patient underwent a pump exchange to a different manufacturer's device on (B)(6) 2015.